Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing records cannot be reviewed labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, multiple intraocular lenses, model pcb (unknown quantities), are coming out of the cartridge with white deposit on the lens. Reportedly the surgeon is able to remove the deposit during the irrigation/aspiration (I/a) procedure. The lenses remain implanted. Additional information was received and the surgeon revealed that the debris issue is intermittent. It was a problem at the beginning after the lens was lunched and then went away but it has recently happened on about 10 lenses in the last year. The surgeon reported that he always cleans the white debris away but this can be quite challenging sometimes as there always seems to be some debris firmly adherent to the lens at the 2 and 8 o''clock position on the optic if the haptic are 12 and 6. The patients have not shown any increased post op inflammation and none have come to harm. No further information was provided.